Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, noise artifact was observed on the ventricular channel in a non-sustained rv oversensing episode. Patient was asymptomatic. No intervention was reported. The patient will continue to be monitored.